Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device did not fail to meet relevant specifications. The product was used for treatment purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. An eagle inflation device was returned opened without original packaging. Evaluation was completed by stanley alldredge of atrion medical on 30 apr 2021. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The device was returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that after dilation the plunger did not return when the pressure was released.

Event description:
It was reported that after dilation the plunger did not return when the pressure was released.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after dilation, the plunger did not return when the pressure was released.